Event description:
The pt had been experiencing decreased effectiveness 7-8 mos after pump implant. The pt's pain was increasing in spite of increasing the daily medication rate. On several occassions, there was more drug in the reservoir than anticipated. On 1 occassion the estimated reservoir volume was 3-4cc and the actual was 18cc. A catheter dye study demonstrated the catheter to be intact and there was good cerebrospinal fluid return from the cap. The pump was explanted and replaced and returned to the MFR for analysis.